Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the left ventricular lead had dislodged. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was in recovery.